Event description:
It was reported by service report that the mattress could not remain securely on stretcher due to missing velcro. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - mattress; velcro. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.